Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became loose on multiple occasions. The user's blood glucose level was as high as 340 mg/dl and it was addressed with a bolus via the pump. Reportedly, the user is very active. Recommendation was made for the user to tighten the luer lock connection.